Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cs100 intra-aortic balloon pump (iabp) had EKG cable damaged/torn/safety disk due for replacement/kit due for replacement. There was no patient harm.